Manufacturer narrative:
On 15-oct-2020, mentor received additional information regarding the patient's symptoms, revision surgery, and replacement device. The patient experienced right-sided breast cyst. The patient underwent unilateral removal and replacement with a 350cc mentor memorygel breast implant (catalog #: 3543501, right serial #: (B)(6)). The relevant field has been updated. On 22-oct-2020, the suspected medical device was returned for evaluation. On 28-oct-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, breast mass. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a revision breast augmentation with a 275 cc mentor memorygel breast implant (left) and a 325 cc mentor memorygel breast implant (right) experienced left-sided cutaneous contour deformity and right-sided grade iii capsular contracture and breast mass postoperatively. Right-sided capsular contracture was observed at the consultation on (B)(6) 2020. On (B)(6) 2020, the patient had another consultation, and left-sided ripples and right-sided breast mass were observed. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the right-sided prosthesis.